Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had high out of range pacing impedances greater than 2000 ohms. The was noted that the impedances had been jumping around for the past few months. The device system remains in-service, and the plan was closely watch the patient with remote monitoring. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited varying pacing impedance measurements which had exceeded 2000 ohms on the right ventricular channel. Additionally, low sensing measurements were observed. A boston scientific technical services consultant documented and discussed troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited varying pacing impedance measurements which had exceeded 2000 ohms on the right ventricular channel. Additionally, low sensing measurements were observed. A boston scientific technical services consultant documented and discussed troubleshooting. No adverse patient effects were reported.